Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data by tandem technical support showed that the pump battery depleted approximately 30% in one day. There was no reported impact to he customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.